Event description:
It was reported that bd neoflon¿ pro IV catheter broke. The following information was provided by the initial reporter: " while removing the catheter from a patient, after 2 days indwelling time it was found to have been cut. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a defaulta device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 1/17/2022 h.6. Investigation: five representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection, needle penetration force test, catheter penetration force test, catheter average drag force test, and catheter pull test. All samples passed the acceptance criteria, no abnormality was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10

Event description:
It was reported that bd neoflon¿ pro IV catheter broke. The following information was provided by the initial reporter: " while removing the catheter from a patient, after 2 days indwelling time it was found to have been cut. "